Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays nor pictures of explanted components were provided either, therefore no further investigation is possible and root cause cannot be established. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. If any additional information is received that would change or alter any conclusion, a supplemental report will be filed accordingly. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2025 due to instability and shoulder implant failure. Reportedly, the assembly needed more lateralization. Previous surgery is unknown, as well as product information of original implant. During revision the surgeon removed pre-existing components and implanted a glenosphere dia36mm (pn 1374.09.111), a lateralized connector +2mm (pn 1374.15.322), a reverse humeral body (pn 1352.15.005) and a reverse liner +6mm dia36mm (pn 1360.54.8120). Surgery was completed as intended. Patient is male, date of birth (B)(6) 1975. The event occurred in the united states.